Event description:
It was reported that the spo2 readings are 10% lower than readings on a different monitor. No known impact or consequence to pt.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.